Event description:
It was reported a patient experienced peritonitis manifested by cloudy effluent, abdominal pain and vomiting coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day for peritonitis. Treatment was not reported. The cause of the peritonitis was unknown. The patient was discharged from the hospital 23 days later and recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Pt age: the patient was born in 1957. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. The cause of could not be determined with the available information.

Manufacturer narrative:
(B)(4): upon follow up it was reported that the cause of the peritonitis was due to a breach in aseptic technique. The patient was retrained on aseptic technique and recovered from the peritonitis. No additional information is available at this time. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.